Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two hours post procedure echocardiogram imaging showed that the patient had developed a pericardial effusion. The physician performed a pericardial window procedure to treat the effusion. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery.